Manufacturer narrative:
Complaint description: primary surgery had taken place on (B)(6) in 2002 by using the reported products. Recently the surgeon found wear of the liner, varus of the sleeve and stem breakage by x-rays. Therefore revision tha is planned on (B)(6) in 2016. No product was returned. However two x-rays were provided to assist in the investigation of the complaint. The x-rays were reviewed and the following noted: both x-rays provided show the fracture of the distal part of the s-rom stem. Both the stem and sleeve appear to have been positioned in varus with the distal tip of the stem loading the lateral cortex. This will have had the effect of increasing the stress on the part of the stem that fractured which may have been a contributory factor. There is insufficient information to determine the true root cause. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. From the information reviewed it was noted that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address poly wear of the liner, varus malpositioning of the sleeve, and stem breakage.